Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer accidentally gave themselves a bolus while navigating on the pump. Tandem technical support called emergency services who responded to assist the customer. Recommendation was made to consult with healthcare provider regarding diabetes management. No additional patient or event information was available.